Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Elevated blood glucose was addressed with manual injections and correction bolus via the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management.